Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, bowel problems, dyspareunia, fistula, vaginal scarring and other.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic sigmoidectomy with rectopexy, extensive lysis of adhesions, and tap block on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent laparoscopic bilateral salpingo-oophorectomy and burch colposuspension on (B)(6) 2010 due to right ovarian cyst, stress urinary incontinence and serous adenoma and a cardinal health allegiance mesh was implanted.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat enterocele, rectocele, vaginal vault prolapse, and weakened rectovaginal fascia. It was reported that the patient had a concurrent procedure of a vaginal extraperitoneal colpopexy, posterior colporrhaphy, enterocele and rectocele repair performed during mesh implantation. It was reported that in (B)(6) 2012, patient felt rectal pressure, sutures came out and then passed plastic and a piece of mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and frequency.